Manufacturer narrative:
H.6. Investigation: bd received twenty-six insyte autoguard 22 gauge devices from lot 1047756 for evaluation. Twenty-five units were received inside of their original sealed packaging and one unit was received opened. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the opened unit had damage to the inside of the luer. This unit was then tested for leakage and leakage was confirmed to be coming from the damaged area. Next, the unopened units were inspected and two of these devices were found to have similar damage to the opened unit. A leak test was performed on these units and each was observed to be leaking from the damaged area as well. No damage was observed to the other twenty-three units. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this damage originated as part of the manufacturing process due to a misalignment between the luer and the manufacturing equipment during assembly.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced leakage a the catheter hub junction. The following information was provided by the initial reporter. The customer stated: the customer¿s report is that leakage from the catheter hub occurred.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced leakage a the catheter hub junction. The following information was provided by the initial reporter. The customer stated: the customer¿s report is that leakage from the catheter hub occurred.